Event description:
It was reported that the right atrial (ra) lead exhibited a lead warning for polarity switch. It was also reported that high/undefined impedance, oversensing and a fracture were later noted on the ra lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.